Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4 batch #: y7045n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and not returned with the device, the remaining blade portion was scratched with evidence of contact with metal, and the tissue pad was damaged but 100% present. During functional testing, an alert screen was displayed, which is a probable result of blade damage, and the device did activate during testing. Disassembly of the device revealed no anomalies in the internal components. Probable causes of blade damage and breakage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, and continued usage after minor blade damage. Probable causes of tissue pad damage include applying pressure between the instrument blade and tissue pad without tissue between them and prolonged usage of advanced hemostasis mode. To avoid tissue pad damage, keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7045n, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.